Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of empty intravia bags had particulate matter contamination. The particulate matter was described as "precipitates/plastic". This was observed while compounding the milrinone, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.